Event description:
Caller reported a malfunction in their tandem pump. There was no reported impact to the customer's blood glucose level. The customer planned to use multiple daily injections as backup therapy.